Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va02uvj, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va02uvj, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was originally reported that the patient was requesting compatibility guidelines for therapeutic ultrasound to help treat some pain the patient had been having around her device pocket site and medially over to where the lead crosses her spine. The pain started following a revision, wherein the patient had her device replaced and a second lead implanted. It was noted that the patient did not have this pain after her initial implant, only after her replacement surgery. The patient had turned stimulation off for an extended period of time, but it had no impact on the pain and stimulation was back on now. It was noted that the patient had polio in the 60¿s, the patient wondered if that was the reason she was having the new pain, and the patient was going to see her polio doctor. The patient was considering explant of the system, since it seemed the likely source of the pain, but was concerned about the explant of the leads. Additional information received reported the cause of the event was the patient had a history of polio. It was noted due to the patient¿s history of polio, she asked that the implantable neurostimulator (ins) remain on the right side and her lead was placed across the spine on the left. An x-ray was performed (B)(6) 2013, which determined the patient had degenerative changes in her lumbar spine, no osseous fracture, and scoliosis convex to the left. The patient had multiple reprogramming sessions. In (B)(6) 2012 the patient¿s pulse width and rate was decreased with improvement. In (B)(6) 2013 impedances were checked and the patient programmer was reviewed. In (B)(6) the patient was told to turn off her device but her pain continued so her device was turned back on. In (B)(6) the patient was referred to a neurologist and pain clinic due to a tender spot right of the bony pelvic area. The patient did not require hospitalization due to the event and no patient injury was reported. It was later clarified that she has post polio syndrome. She never knew how to regulate the device and did not understand how to set it up. She wanted to go back to physical therapy due to her legs getting weak but she had to stop therapy because it was affecting her leads. She was doing leg lifts at physical therapy and was in a lot of pain. It was noted that her back was not good, she has had some disc problems but she strengthened it and ¿they¿ healed. Her doctor told her that she has a small bladder that did not empty completely and she could not help her. Her doctor also told her to turn the stimulation off and keep it off. She was going to see her doctor in (B)(6). The patient inquired if she has been given enough hands on training before she has the device removed. The pain from the pocket site goes down to her right leg. The pocket site has not been swollen or red up until this point. Her doctor said the leads could possibly be over the bone. She recently had a CT scan but did not know the results. She has also had previous off and on uti¿s. Her doctor wanted to try another fuds test with her bladder which she has already had that confirmed her bladder is small. Her doctor thought that it might not be easy to remove the ins and leads. It was clarified that she last had physical therapy on (B)(6) 2013 when she experienced a lot of pain in her right leg afterwards.

Manufacturer narrative:
(B)(4).